Manufacturer narrative:
(B)(4). The suspect device/component was not returned for evaluation. Therefore, no root cause could be determined. However, the customer placed an order and part was shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator's blender is not working. Furthermore, there is no patient involvement with incident.